Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. It was reported that cardiosave intra-aortic balloon pump (iabp) damaged power cord. A getinge field service engineer (fse) investigate the issue on 01-30-2024 and customer biomed reported power cord was missing ground plug. Fse confirmed reported issue and replaced ac power cord reel. Device passed all functional and safety tests according to factory specifications. Device was returned to customer. Repair was completed in conjunction with pm. Full measurement details are available on pm so#. No patient involvement. The failure analysis and testing department received the following part associated with this complaint: pn: 0012-00-1688-21 sn: (B)(6) _ametek reel, ac power cord this part was received with a reported unit failure message of damaged power cord ground lug. Performed visual inspection of these parts received and found out ground lug was damaged. Please see attached picture of damaged ground lug. The failure analysis and testing department verified the failure messaged of damaged power cord ground lug. Retaining reel, ac power cord in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) power cord was missing ground lug. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1: event site name shortened due to character limitations. (B)(6).